Manufacturer narrative:
Lot#: unknown/not provided. Expiration date: unknown as product lot number was not provided. If implanted; give date: n/a (not applicable).the cartridge is not an implantable device. If explanted; give date: n/a (not applicable). The cartridge is not an implantable device. Device manufacture date: unknown as product lot number was not provided. Device evaluation: the product was discarded by the customer. Therefore, it was not available for investigation. The reported issue was not verified. Manufacturing records review: the manufacturing records and complaint history for the product could not be reviewed as the lot number was not known. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported a cartridge error during handling, but prior to intraocular lens (iol) insertion. The iol was not implanted. There was no patient contact. During follow-up, it was found that the cartridge was cracked up to the tip, during handling but prior to iol insertion. No additional information was provided to abbott medical optics.